Event description:
A report was received that the patient underwent an explant procedure due to constant soreness at the ipg site. The patient is reportedly doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to constant soreness at the ipg site. The patient is reportedly doing fine post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. Device evaluation indicated that visual inspection revealed lead was cut approximately 4 inches from the paddle end. There were no reported complaints about the functionality of this device. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.